Event description:
Baxter (B)(6) received a report of an infusor that had a reservoir rupture during patient therapy. The patient found the balloon had burst upon waking up. The device was filled with a solution of 6800mg of cefoxitin. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed via photographic evaluation. The root cause was determined to be a manufacturing defect. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The actual date that baxter received information regarding this complaint is (B)(6) 2012.